Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the information in this complaint (B)(4) has been evaluated. The batch 6007399 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 1 for the code soft cannula dislodged from tissue during use. The reference samples for the lot 6007399 have already been previously tested in the (B)(4) on 28-jan-2025. Test results: in the additional tests the samples were visually inspected for the soft cannula as per the test report database (B)(4) complaint test report.pdf attached in this record. Device history record (DHR) review: the lot 6007399 was manufactured according to the wi version 12 manufactured in the line 6, on 09/jun/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 30/jan/2025 against malfunction code soft cannula dislodged from tissue during use. And lot 6007399 and no more complaint have been registered in database for the same lot 6007399 and malfunction code. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests for retention samples is not related to this complaint, no non-conformance (nc) raised during production, only one complaint have been received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in switzerland. It was reported that the patient experienced infusion set worn on the leg, after insertion the catheter often slips out on (B)(6) 2025. It was also reported that alternative insertion site was discussed and catheter got bent. No further information was available.